Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a hardware low level failure and insulin pump made loud noise. The customer¿s blood glucose was 10.4 mmol/l. Troubleshooting steps were provided for alarm and insulin pump alarm again. Customer was assisted with self test and test did fail. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error and unable to download due to moisture damage on the electronic assembly and motor home switch. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify hardware low level failures and audio/vibrate anomaly/absence of alarm due to moisture damage.